Event description:
A customer reported that at he beginning of a procedure, the cassette failed. The cassette was replaced and the surgery was completed. No harm to the pt was reported. The customer reported having issues with several cassettes of the same lot. Add'l info has been requested. A sample is expected to return.

Manufacturer narrative:
At this time the recall number has not been issued. A supplemental MDR will be filed when the recall number is issued. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).